Manufacturer narrative:
G1: manufacturing site name and address corrected. H6: component code 788 added.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. After deploying the contralateral leg endoprosthesis, an iliac extender endoprosthesis was inserted to the right external iliac artery, it was reported that there was strong resistance. The device was delivered using rotating the device, and when an attempt was made to deploy it the leading olive separated from the delivery catheter. After deploying the stent graft, the delivery catheter and separated leading olive were removed from the patient.